Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a high pacing impedance out of range and loss of capture. The patient underwent surgical intervention to remove and replace the lead. Upon extraction the lead was found to have fractured. No additional adverse patient effects were reported. The device was received for analysis.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that only the proximal segment was returned. There was dried blood and bloody fluid within the helix lumen. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 195 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of pacing impedance high out of range and loss of capture were likely caused by the confirmed fracture.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to a high pacing impedance out of range and loss of capture. The patient underwent surgical intervention to remove and replace the lead. Upon extraction the lead was found to have fractured. No additional adverse patient effects were reported. The device was received for analysis.